Event description:
It was reported that the patient underwent an ipg explant due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2015. D6b: explant date:(B)(6) 2015.